Event description:
The customer reported the wrong patient info and images were sent to the printer. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.